Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the device data due to a message concerning right atrial automatic threshold (raat) in suspension mode, and also noted atrial tachycardia response (atr) episodes. Upon review, it was confirmed that the right atrial (ra) lead exhibited noise oversensed leading to inappropriate atrs. It was determined the cause for the unsuccessful raat test was noise. This product remains in service and there were no adverse patient effects reported.